Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter as a sample. Flushing of the catheter shows a leakage right below the fixation wing. The microscopic examination shows that the catheter tubing was partly torn out at the junction of the catheter and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress and/or degradation of the catheter material pur due to the use of alcohol-based disinfectant. We got informed that the customer used alcohol-based disinfectant. There is a statement in the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter. Material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Furthermore, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture; routine care - when lifting the baby to change bedding; movement - the baby themselves catching the line, normally with a foot, during movement. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved junction of catheter and extension line (wing) was between 3.64 n and 6.39 n and therefore also within our specification (3 n). Visual tests and incoming goods inspections are carried out. This is the very first complaint for batch 080620gh and the very first complaint regarding a leaking catheter at the junction on code 1252.031 within the last three years. As the catheter worked well for 29 days, we do not believe this is a quality defect of the product and no further corrective action is initiated by quality management corrective action: based on the investigation, this issue could not be traced to a quality defect of the product; therefore, no further corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
The catheter was leaking just past the wings. It was noticed at the beginning of the dressing change.

Manufacturer narrative:
The failed sample has been returned to vygon and the events described will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
The catheter was leaking just past the wings. It was noticed at the beginning of the dressing change.